Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly; the catheter was incomplete/ returned in segments.

Event description:
It was reported that the patient's pump pocket was infected. On (B)(6) 2013, examination and palpation indicated the patient's pump pocket was infected at the lower left abdomen. The next day, the patient was started on vancomycin, ciprofloxacin, and minocycline, and the patient was hospitalized on (B)(6) 2013. The patient's condition was monitored. The pump and catheter were explanted and disposed of on (B)(6) 2013. The patient's symptoms included redness around the area of the pump pocket in the lower left abdomen. The patient was noted to have resolved without sequelae on (B)(6) 2013. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
Additional information received reported the patient requested device removal because they ¿did not like therapy¿. The device was not replaced. It was confirmed the patient recovered without sequelae following the device removal. No further information was provided.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.